Event description:
It was reported that the balloon failed to deflate during the pre-use test. The product was not used on the patient. An alternative device was used, and the surgery was successfully completed. No patient injury was reported.

Manufacturer narrative:
The product was not received for evaluation. As a result, the reported issue could not be confirmed and the root cause could not be determined. It is unknown if the balloon deflation issue occurred due to a manufacturing issue or due to the inflation medium being used in the procedure. As noted in the IFU: warning: if using contrast media as the inflation medium, then follow the instructions provided by the contrast media manufacturer and pretest the balloon to ensure proper inflation/deflation. If the contrast medium is too viscous, it may restrict the ability of the balloon to inflate and deflate properly. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.